Event description:
It was reported that a patient underwent a "mast tlif from l4-s1", at an unknown time post-op, it was reported that a screw was broken "at the bone surface". Fragments remained in the patient.

Manufacturer narrative:
(B)(4). A review of radiographic images show fracture of inferior screw at s1. Interbody device present at l4-5, l5-s1. Fluoroscopic image makes it difficult to assess the status of fusion at these levels. Screw diameter appears small, which may contribute to hardware failure.